Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Customer was contacted and informed that the questionnaire was not answered (add'l info requested by cs) because the symptom had resolved. The dr explained to the pt that the reaction was normal. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. No further info is expected. (B)(4).

Event description:
A consumer reported that one week following intraocular lens (iol) implant surgery, she is experiencing blurry vision and "whitish" vision. In a f/u phone call with the consumer, she reported that her symptoms resolved. She had spoken with her surgeon, who told her the symptoms were a normal reaction. No further info is expected.